Manufacturer narrative:
(B)(4). Incident date was not provided. Implant and explant date were not provided. Lot number not provided. UDI not provided. Re-processing information not provided. Since the lot number was not provided, this information cannot be determined.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient presented to the emergency department on (B)(6) 2014 with lower back pain, dysuria, pain with urinary and urgency of urination, urinary frequency and hematuria. The patient had a uti and dysuria.

Manufacturer narrative:
No medtronic product was reported. There are no alleged products.